Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an oozing rash on his whole back. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a topical cream and an oral tablet by a physician. Follow up indicated that the rash is healing.